Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system. The right ventricular (rv) lead capture threshold had increased to 2.1v. Technical services (ts) examined device data and found that the lss was due to a gradually increasing rv lead pacing impedance measurement that had reached 2024 ohms, which was high out of range. Ts provided troubleshooting options including in-clinic evaluation of sensing. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system. The right ventricular (rv) lead capture threshold had increased to 2.1v. Technical services (ts) examined device data and found that the lss was due to a gradually increasing rv lead pacing impedance measurement that had reached 2024 ohms, which was high out of range. Ts provided troubleshooting options including in-clinic evaluation of sensing. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported. According to clarification received, the reasons for rv lead revision were high impedance and high threshold likely due to a lead fracture.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system. The right ventricular (rv) lead capture threshold had increased to 2.1v. Technical services (ts) examined device data and found that the lss was due to a gradually increasing rv lead pacing impedance measurement that had reached 2024 ohms, which was high out of range. Ts provided troubleshooting options including in-clinic evaluation of sensing. No adverse patient effects were reported. Currently, this rv lead remains in service.